Event description:
It was reported that tube pms plh 13x75 3.0 plbl lim ce underfilled and was clogged. The following information was provided by the initial reporter: "problem of underfilling and alarm clot with sample rejection without visible fibrin on roche pro ch libourne records clot alarms on barricor tubes with tube rejection with no visible fibrin. Leads to flow problems in the laboratory and slowing down of the activity. Must aliquot and pass tubes manually."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill or sample quality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube pms plh 13x75 3.0 plbl lim ce underfilled and was clogged. The following information was provided by the initial reporter: "problem of underfilling and alarm clot with sample rejection without visible fibrin on roche pro ch libourne records clot alarms on barricor tubes with tube rejection with no visible fibrin. Leads to flow problems in the laboratory and slowing down of the activity. Must aliquot and pass tubes manually."